Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm displayed low and she self-treated with carbs and glucagon; however, her cgm/tandem pump continued to display low. She continued to fell unwell, went to the hospital for evaluation and her bg upon admission was in the 700s mg/dl. She was admitted to the hospital for diabetic ketoacidosis (dka) and treated with IV insulin. It was not confirmed how long she remained in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.